Event description:
It was reported that during a prostate procedure diminished vaporization was observed at 334,713 joules. The procedure was completed using an alternate procedure (turp). Patient outcome was reported as ¿good.¿

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the fiber was tested with hene laser fixture, the aim beam is visible at the output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.